Event description:
It was reported by the customer that the marker would not deploy. A second marker was used to complete procedure. No pt consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that the sheath was received torn and missing from the device. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. The applier was re-fired properly. Each device is visually inspected and functionally tested during the manufacturing process. No conclusion could be reached as to how the incident occurred.